Manufacturer narrative:
The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. A factory reset was found in the logs on 2024-02-29 at 1:14pm. Audio setting was found to be logged as "low" on 2024-03-21 and all cgm alerts were not changed from factory defaults (all on). Body weight change was logged once after factory reset and an additional time on 2024-03-18. Data for the described event date of 2024-04-04 was reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No alerts on 2024-04-04 were marked as "acknowledged" before alert deactivation. Review of the ilet report shows the user experienced a brief period of mild hyperglycemia following a "usual" sized meal announcement on 2024-04-04 (about three hours spent above range, peak cgm glucose of 232 mg/dl). Cgm glucose returns to range at 4:01 pm and continues to trend slowly downwards, going below range at 5:56 pm. Cgm glucose was below range until 7:57 pm, with a total of 60 minutes spent less than 54 mg/dl. The ilet decreased insulin delivery to only small basal doses for about 90 minutes before suspending insulin delivery prior to the event when cgm glucose was 95 mg/dl. No evidence of device malfunction were seen in the engineering logs. The ilet appropriately triggered the low glucose alerts and was not found making basal requests for insulin delivery throughout the low event. The ilet did not resume basal requests until after cgm glucose readings were at least 100mg/dl and not decreasing. No product performance issues were identified. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report, and device logs, the ilet operated as intended. It is likely that the user underestimated the carbohydrate content of their lunch meal, resulting in a postprandial excursion and insulin dosing, and subsequently lead to this hypoglycemic event. The fact that the user had their device's volume set at "low" impacted their ability to respond to the alerts promptly, likely impacting the severity of the event.

Event description:
On 4/6/24 an ilet user reported their healthcare provider (hcp) advised them to stop using the ilet. The user reported they "almost went into a coma" on 4/4/24. The user reported on 4/4/24 their blood glucose dropped to the upper 30's mg/dl. The user reported they were about to lose consciousness and their eyes were rolling around in their head. The user's wife assisted in administering a nasal spray. Further details about the event were not provided by the user. The user will be returning the ilet.